Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. The device was manufactured in 2011. As per clinical/medical investigation , the case reports the offset impactor tip cracked during impaction, but nothing fell into the patient. A photo of the device confirms the device broke into two pieces. Per complaint details, there was no patient injury delay, and the procedure was completed with a backup device. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that, during a tha surgery, the offset impactor tip cracked while being impacted. The instrument was outside of the patient and nothing fell into. The procedure was completed using a s+n backup device. Surgery was not delayed. Patient was not harmed.